Event description:
The customer reported a falsely elevated magnesium result generated by the architect c4000 processing module for a 40-year-old female patient. The sample was repeated, yielding a result within the normal range. The following data was provided: customer¿s normal range: 1.8 to 2.4 mg/dl sid (B)(6): initial magnesium result = 6.0 mg/dl, repeat result = 2.3 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete sample ID is (B)(6).

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and resolved the issue by replacing the cuvette dry tip. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of trending data associated with the cuvette dry tip did not identify any trends. A review of complaint and trending data did not identify any similar issues related to the architect c4000, cuvette dry tip, and discrepant results as described in this complaint. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. A review of labeling confirmed the architect system operations manual provides information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the cuvette dry tip. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cuvette dry tip were identified.

Event description:
The customer reported a falsely elevated magnesium result generated by the architect c4000 processing module for a 40-year-old female patient. The sample was repeated, yielding a result within the normal range. The following data was provided: customer¿s normal range: 1.8 to 2.4 mg/dl. Sid (B)(6): initial magnesium result = 6.0 mg/dl, repeat result = 2.3 mg/dl no impact to patient management was reported.